Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone boot on the hemopro jaw came off and fell into the patient. The piece was retrieved through the original incision. A replacement device was used to complete the procedure. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).